Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following the successful release of the closure device, the patient experienced st segment elevation, hypotension, and bradycardia due to a suspected air embolism. Epinephrine was administered and the patient returned to hemodynamic stability. The procedure concluded and the patient remained under physician monitoring overnight. No further patient complications were reported.